Manufacturer narrative:
Date of event - the event date was not reported, so the aware date was used as an estimate.

Event description:
It was reported that there was a device related thrombus. It was reported via social media that the patient had the watchman closure device successfully implanted in the laa. At the patients 45-day follow-up transesophageal echocardiogram (tee) procedure it was noted that there was a thrombus on the device. The physician had the patient remain on xarelto with no other intervention or treatment performed.